Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/blood clots/excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dyspareunia, fatigue, generalized anxiety disorder, panic attacks, hair loss and prolapse. Concurrent conditions included disorder tooth, abdominal pain, low back pain, neck pain, breast pain, dizziness, foggy feeling in head, anxiety, hot flashes, ovarian cyst, anemia, uterine fibroid, paratubal cyst and iridocyclitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar ("vaginal scarring"), menopause ("menopause"), bladder prolapse ("bladder prolapse"), fatigue ("fatigue"), abdominal distension ("bloating "), dyspareunia ("painful intercourse"), tooth fracture ("cracked teeth"), palpitations ("heart palpitation") and alopecia ("hair loss") and was found to have fibroma ("fibroid tumor") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, scar, menopause, bladder prolapse, fatigue, abdominal distension, fibroma, dyspareunia, tooth fracture, weight increased, palpitations and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, bladder prolapse, dyspareunia, fatigue, fibroma, genital haemorrhage, menopause, palpitations, pelvic pain, scar, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: confirms tubal ligation (added from mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menopause, fatigue, abdominal distension , hair loss, palpitations, dyspareunia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dyspareunia, fatigue, generalized anxiety disorder, panic attacks, hair loss, prolapse, back pain and neck pain. Concurrent conditions included disorder tooth, abdominal pain, low back pain, neck pain, breast pain, dizziness, foggy feeling in head, anxiety, hot flashes, ovarian cyst, anemia, uterine fibroid, paratubal cyst and iridocyclitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/blood clots/excessive bleeding"), vaginal disorder ("vaginal scarring"), menopause ("menopause"), bladder prolapse ("bladder prolapse"), fatigue ("fatigue"), abdominal distension ("bloating "), dyspareunia ("painful intercourse"), tooth fracture ("cracked teeth"), palpitations ("heart palpitation") and alopecia ("hair loss") and was found to have fibroma ("fibroid tumor") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, oophorectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal disorder, menopause, bladder prolapse, fatigue, abdominal distension, fibroma, dyspareunia, tooth fracture, weight increased, palpitations and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, bladder prolapse, dyspareunia, fatigue, fibroma, genital haemorrhage, menopause, palpitations, pelvic pain, tooth fracture, vaginal disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: confirms tubal ligation(added from mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menopause, fatigue, abdominal dictation , hair loss, palpitations, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical significant information updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/blood clots/excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dyspareunia, fatigue, generalized anxiety disorder, panic attacks, hair loss and prolapse. Concurrent conditions included disorder tooth, abdominal pain, low back pain, neck pain, breast pain, dizziness, foggy feeling in head, anxiety, hot flashes, ovarian cyst, anemia, uterine fibroid, paratubal cyst and iridocyclitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal disorder ("vaginal scarring"), menopause ("menopause"), bladder prolapse ("bladder prolapse"), fatigue ("fatigue"), abdominal distension ("bloating "), dyspareunia ("painful intercourse"), tooth fracture ("cracked teeth"), palpitations ("heart palpitation") and alopecia ("hair loss") and was found to have fibroma ("fibroid tumor") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal disorder, menopause, bladder prolapse, fatigue, abdominal distension, fibroma, dyspareunia, tooth fracture, weight increased, palpitations and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, bladder prolapse, dyspareunia, fatigue, fibroma, genital haemorrhage, menopause, palpitations, pelvic pain, tooth fracture, vaginal disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6): confirms tubal ligation(added from mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menopause, fatigue, abdominal dictation , hair loss, palpitations, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.